Event description:
It was reported that after patient use, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up. The crew swapped out the autopulse lifeband with a new one but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/28/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and no physical damages were noted. The platform was unable to undergo initial functional testing as it exhibited a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power on. Further investigation found that the root cause of the ua 7 was a defective load cell. Unrelated to the reported complaint, investigation also found that the autopulse lifeband was falling off of the channel. It was determined that the channel roller assembly was damaged. After replacement of the load cell and channel roller assembly, the platform was re-evaluated through functional testing. The platform ran for 15 minutes with a test mannequin and an additional 15 minutes with a large resuscitation test fixture (lrtf) with no issues observed. A review of the platform's archive data was performed, which confirmed that multiple ua 7 codes occurred on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the load cell and the channel roller assembly. In summary, the reported complaint of the platform exhibiting a ua 7 message was confirmed through both review of the platform's archive data and upon functional testing. The root cause was determined to be a defective load cell, which was replaced to remedy the ua 7. It should be noted that the damaged channel roller assembly found during functional testing is unrelated to the reported complaint. After replacement of the load cell and the channel roller assembly, the platform underwent and passed all final functional testing.